Manufacturer narrative:
Device evaluated by MFR: unit returned with its original box. The unit returned has the balloon torn, as part of overall visual revision. The returned device matches with upn and lot provided by the customer. The balloon was inspected and was found to be burst. The balloon bonds were inspected and found to be continuous and intact. Functional testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-calcified and moderately tortuous aorta. A 33/7/2/65 equalizer¿ balloon catheter was advanced to perform touch up ballooning after stent graft implantation. However, during inflation using a syringe, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-calcified and moderately tortuous aorta. A 33/7/2/65 equalizer¿ balloon catheter was advanced to perform touch up ballooning after stent graft implantation. However, during inflation using a syringe, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported.